Manufacturer narrative:
Visual examination of the returned screwdriver found the end of its distal tip had broken off. The flutes on the remaining tip were badly twisted, the direction indicating that the breakage occurred during screw tightening. The screwdriver was tested for hardness and met the specification requirement. Dimensional inspection could not be performed due to the tip's damaged condition. Review of incoming inspection records found the lot met specification requirements when released to stock. The cause of tip breakage cannot be positively determined. However, the damage is indicative of the application of excessive force during screw tightening. At this time, the complaint is considered to be closed.

Event description:
International affiliate reported that the screwdriver was found to be damaged upon its return from the field. Customer was contacted, and it was learned in 2008, that the tip of the screwdriver broke off during screw tightening and could not be retrieved. The broken tip remains lodged in the head of the implanted screw. Receipt of this additional info revealed that the screwdriver was involved in a reportable event. The surgery was not delayed and there were no adverse consequences to the pt.